Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced diaphgram stimulation and presented in clinic. Upon interrogation, it was noted the implantable cardioverter-defibrillator was found in backup vvi. The device was reprogrammed and returned to normal function. The patient was fine.